Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2015 the patient contacted the clinic reporting of abdominal pain and cloudy effluent and was requested to come into the clinic on 12/30/2015. Per pdrn the patient was diagnosed with peritonitis on (B)(6) 2015 and was treated in-clinic. Per pdrn the patient practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what attributed to the infection. No fluid leaks were reported during treatments or prior to infection. Per pdrn as of (B)(6) 2015, the patient has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler.

Manufacturer narrative:
Medical records reveal patient had corynebacterium that was consistent with normal skin flora. Medical records do not mention a malfunction or fluid leak occurred. There is no documentation in the medical record that indicates there was a causal relationship between the liberty cycler and the patient¿s diagnosis of peritonitis.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.